Manufacturer narrative:
Evaluation results: the injector was not returned, however the iol was returned and visual inspection showed one haptic is bent. Conclusions: no conclusions can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for evaluation.

Event description:
Reporter stated that the surgeon had difficulty getting the plunger of the injector model msi-pm to catch on lens model aq2017v diopter 20.0, during loading. No patient contact.